Event description:
Additional review determined that the patient's synergy was replaced as it was nearing the end of life. No malfunctions were seen and it was reported that following the replacement the patient was receiving effective therapy.

Event description:
It was reported that the patient lost stimulation suddenly and "out of the blue" from their implantable neurostimulator (ins). It was noted that the patient "had not done anything." Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: lead: model 3998, lot # j0427709v, implanted: (B)(6) 2004, explanted: na. Extension: model 748951, serial # (B)(4), implanted: (B)(6) 2004, explanted: na. Extension: model 748951, serial # (B)(4), implanted: (B)(6) 2004, explanted: na. Programmer: model 7435, serial # (B)(4). Concomitant system: neurostimulator: model 7425, serial #(B)(4), implanted: (B)(6) 2003, explanted: na. Lead: model 3487a, lot # l575631, implanted: (B)(6) 1999, explanted: na. Extension: model 7495-51, serial # (B)(4), implanted: (B)(6) 1999, explanted: unk. (B)(4).

Manufacturer narrative:
Lead: model 3998 lot # j0427709v, implanted: 2004 (B)(6), explanted: 2012 (B)(6), extension: model 748951 serial # (B)(4), implanted: 2004 (B)(6), explanted: 2012 (B)(6), extension: model 748951 serial #(B)(4), implanted: 2004 (B)(6), explanted: 2012 (B)(6).